Event description:
An eye care professional reported to french health authority that a pt experienced a paracentral corneal ulcer with iritis, right eye, associated with continued wear of plano freshlook colors contact lens despite experiencing irritation and redness during wear. The lenses were sold to the pt by an optician without control or supervision. The reported lens care system was complete moisture plus. Treatment considered of ciloxan, tobrex, atropine, desomedine. Event resolved with permanent scar expected and visual acuity reported as 3/10, pre-event acuity 10/10. No lot information is available. No further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered a possible infectious corneal ulcer." The possible problems section of the instructions for use state the user should immediately remove the lens(es) if any problems (such as uncomfortable lens and/or eye redness) occurs. If symptoms continue after removal or upon reinsertion of the lens(es) remove the lens(es) immediately, then promptly contact your eye care professional. As there was no lot number provided or complaint product returned, no detailed manufacturing investigation can be performed.